Event description:
Patient was sitting on a brand new bariatric commode chair when the wheel buckled/broke, which tilted the commode sideways causing the pt to slip out of the chair onto the floor (no injury). This commode is able to hold up to 700 pounds.